Manufacturer narrative:
The reported events of high lead pacing impedance and failure to capture were not confirmed. As received, a complete lead measuring 52.0 cm was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the newly implanted right atrial (ra) lead was experiencing failure to capture, as well as high and out of range pacing impedance. The ra lead was not installed and the procedure was completed using an alternate ra lead on 17 mar 2023. The patient's condition was stable.